Event description:
Information was received from a patient who was receiving Unknown Drug via an implantable pump for leg, back, and spial pain indications for use. It was reported that their communicator would not charge despite attempting multiple different cords and outlets. Patient noted that when plugging the communicator in the charger, a clicking sound occurred and the connector felt loose, moving up and down. Pt stated the issue had been present for about one month, with the past week marked by worsening connector instability; patient stated the communicator no longer charged at all. Agent sent a request to repair to replace the communicator.

Manufacturer narrative:
Section D information references the main component of the system. Other relevant device(s) are: Product Id: TM90T0, Serial/Lot#: (b)(6), UBD: 16-MAY-2024, UDI#: (b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.